Event description:
The patient attended a follow-up appointment at the clinic, presenting with an unspecified infection, which was diagnosed via visual inspection. The entire system, including the implantable cardioverter-defibrillator, right atrial lead, and right ventricular lead, was removed. A previously installed implantable cardioverter-defibrillator system within the patient was reactivated on (B)(6) 2024. Throughout the process, the patient's condition remained stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned. Interrogation and visual inspection were normal. Analysis found that the device was received with battery voltage above elective replacement indicator (eri) level.